Event description:
Per the clinic, the patient was diagnosed with perichondritis infection at incision site on (B)(6) 2021 and subsequently was treated with antibiotics and steroid cream (specific type, date and duration not reported). The implanted device remains.